Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose pitch cable at the force amplification pulley and proximal input disk axis 7. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the medium-large clip applier had an anomaly related to the correct tightening of the internal cables which prevents it from normal use. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred on (B)(6) 2025 during a procedure performed by dr. Bianchi. The medium-large clip applier was inspected prior to use and nothing out of the ordinary was observed. The instrument had a frayed cable. The issue was related to unsuccessful clip application and unexpected motion of the clip applier while attempting to clamp on a vessel or tissue bundle. No material detached/broke off from the portion of the device that enters the patient. The issue was resolved by using a backup. There was no patient injury. The procedure was completed with no delays.